Event description:
It was reported that the monopolar curved scissors instrument was not working properly. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found the instrument to move intuitively with a full range of motion in all directions. The instrument passed recognition and engagement testing. The scissors do not cut cleanly through .006" latex. The latex gets snagged at the scissor tips. The blades of the scissors are not damaged but the blade edges are slightly rounded at the tips, negatively affecting the cut performance. Engineering also observed the distal end of the main tube to have a 1.75" long section with material removed on one side of the tube. The damaged area is parallel to the tube axis, and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.